Event description:
Pfs and medical records received. Litigation alleges pain, stiffness, and decreased mobility. After review of the medical records the femoral head and stem were grossly loose during the revision operation. A small calcer facture was noted on the femur. The stem, head, and liner are being reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A complaint database search did find additional related reports against the provided product code and lot number combination(s). The femoral head and metal insert are exempt from device history record review per procedure. A review of the device history records for the femoral stem provided product and lot combination found no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.